Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The reported patient effect of worsening mitral regurgitation (mr) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the slda could not be determined. The increased mitral regurgitation (mr) is likely due to the reported slda. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda), and recurrent mitral regurgitation. It was reported that on (B)(6) 2019 one clip was implanting reducing grade 4 functional mitral regurgitation (mr) to grade 1. On (B)(6) 2019, prior to discharge, echocardiogram was performed, which found that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda), and mr increased to 4. Additional treatment has not been scheduled. No additional information was provided.